Manufacturer narrative:
Device evaluated by MFR: the wire, the delivery sheath and the retrieval sheath were returned. Visual inspection revealed that it was possible to observe that the wire was bent and detached at the middle section. Sheathing/unsheathing test was not performed, since the wire cannot be inserted into the delivery sheath because it was detached and bent. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30dec2024. It was reported that the filterwire deployment issue occurred. The more than 80% stenosed target lesion was located in the internal carotid artery. A 190 cm filterwire ez was selected for use. During the procedure, the thrombus protection system failed to open when it reached the lesion site. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed wire detached at the middle section.